Event description:
Event description cpi received information that the patient received anti-tachy pacing and full energy shocks while in normal sinus rhythm. The pateint was on a telemetry bed at the time the therapy was delivered. Physician suspects it may be a rate-sensing lead issue, however, the patient was too unstable to undergo another surgical procedure.